Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was currently receiving baclofen with concentration 1000 mcg/ml at a dose rate of 96 mcg/day an implantable pump for an unspecified indication for use. It was reported that the company representative asked the nurse if the drug was in the reservoir with the new pump and they had said yes, so she updated the pump with the 0.3 ml back table prime, but then found out approximately 1 to 3 minutes of the prime that the reservoir was being filled with drug. The difficulty occurred intraoperatively. It was further reported that a programming error had occurred. The wrong drug concentration was entered. For approximately 45 minutes the new pump had been updated with 500 mcg/ml at a dose rate of 96 mcg/day instead of the actual 1000 mcg/ml at 96 mcg/day. Technical services assisted the company representative at the time of the report with correctly programming the concentration and other related programming along with educating the company representative. The company representative conferred with the physician to inform him of the mistake. No patient symptom was reported. No further patient complications have been reported as a result of this event. Additional information was later received from via a company representative on (B)(6) 2019. The reason for the pump implant was normal elective replacement indicator (eri). It was noted that the current version of software (version (B)(6)) was being used regarding the clinician programmer at the time of the event. It was indicated that the serial number of the pump associated with the event should be noted as registered at the time of implant (serial number unknown; manufacturer¿s device registry does not capture this information). It was clarified that a back table prime was initiated prior to the new pump having been filled with drug in error. Regarding the wrong drug concentration ha ving been programmed, there was no impact to the patient and the difference in dose delivered to the patient was less than 4 mcg. The information was noted as having been confirmed with the physician who was immediately notified.